Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Although requested, no additional patient details were provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "IV pump and channel infused an entire bag of versed over three hours v/hen the rate was set at 5ml/hr, and it was 100ml bag. The patient was monitored and no changes in vital signs. Patient was on the vent during the entire infusion." An incomplete date of event of (B)(6) 2019 was provided. As stated on the customer's medwatch, there were "preexisting characteristics that may have contributed to the event." Although requested, no additional event details were provided.